Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal failed to deploy as collagen did not suture down properly. Nothing was left behind in the patient. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 21april2020: the type of procedure being performed was a peripheral intervention using a 6fr procedure sheath. There was a pre-deployment angiogram performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, update section h3, and to provide the completed investigation results. H6 - results - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation at terumo medical corporation. All accessory components were returned for both angio-seal devices. Visual inspection revealed that there was a kink noted at the blood inlet holes of the arteriotomy locator. The hemostasis sheath was examined, and the bypass tube was placed within the hemostatic valve. There was no damage or deformation found on the distal tip of the sheath. It was noted that the carrier tube assembly was found to be completely removed from the hemostasis sheath and the deployment sleeve of the device was in the forward lock position. The anchor was fully exposed and hung at the distal end of the tube and some swelling of the collagen could be noted within the slit in the carrier tube. No other visual anomalies were noted. Functional testing was conducted, the bypass tube was removed from the hemostatic valve and reinserted over the anchor manually to set to on its manufacturing position. No obstruction was noted during insertion. The carrier tube assembly was placed into the hemostasis sheath and click sound was heard. The anchor and the distal tip of the carrier tube were exposed from the sheath as can be seen in the attached pictures. No anomalies or resistance were felt during setting up the anchor. The device sleeve was checked and verified in the full forward lock position. The hub of sheath cap and the device sleeve was completely snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the hemosheath was removed manually to verify the presence of the anchor and collagen after a non-deployment pullout event. However, the exact cause of the reported event cannot be determined based on the available information.

Event description:
Additional information was received on 14may2020: it was reported that the 6fr angio-seal anchor did not deploy and device came out of the patient. The staff did separate the sheath from the carrier tube to verify that the anchor was in the artery or did not deploy. It was happened twice that's why we sent you two samples with the same failure. There was no blood loss. Manual compression was used.